Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-01507, 1627487-2011-01508 and 1627487-2011-01509. The pt rec'd her scs system, including four percutaneous leads, on (B)(6)2008. It was reported that the pt was not receiving effective stimulation coverage. Diagnostic tests exhibited low or invalid impedance readings on multiple lead contacts. The physician plans to perform a lead revision procedure; however, the surgery date is currently undetermined. No further information is available at this time.